Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The product met specifications at the time of release. The root cause cannot be determined conclusively.

Event description:
A healthcare professional reported that during a cataract surgery the patient's intraocular pressure suddenly dropped and the chamber started collapsing. There were no warning signs on the machine, no kins in the tubing and the irrigation was continuous. The machine prompted that the bag fluid level was low with 100ml remaining. The bottle was raised but there was no response. The surgeon instructed to increase iop to maximum (110mmhg) as soon as the anterior chamber started to collapse. All instruments were removed and the machine was restarted and everything was normal again. Additional information has been requested but not received to date.